Manufacturer narrative:
MRI report was received and will be reviewed as part of ongoing investigation. The manufacturer did not receive x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(6). Note: this is a split case with zimmer inc. Warsaw split case is reported in (B)(4). First dislocation is reported in (B)(4).

Event description:
It was reported that a patient was implanted with a biolox delta, ceramic femoral head, m, 36/0, taper 12/14 on (B)(6) 2017 and patient experienced a dislocation on (B)(6) 2017 and a second dislocation on (B)(6) 2017. Both were treated with closed reduction. A MRI report from (B)(6) 2017 shows trochanteric bursitis.

Manufacturer narrative:
Correction: b4, f10, h2, h3, h6, h10 device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: dislocation. Event summary: it was reported that a patient was implanted with a zimmer biolox delta head on july 18, 2017 and experienced a second dislocation on november 07, 2017. First dislocation is reported in cmp-0352168. MRI report received, patient had a follow up on dec 11, 2017 with trochanteric bursitis, reported in cmp-0358281. Review of received data - surgical notes from jul 18, 2017 underwent right hip arthoplasty due to severe end-stage osteoarthritis right hip. During the procedure it was observed that after final reduction there was satisfactory position, range of motion, stability, alignment, tissue tension, and leg length. No complications noted. Medical records from nov 8, 2017 indicates that patient underwet right total hip arthoplasty back in july, patient was extremely doing well and somewhat overactive and he was chopping some firewood approximately 6 weeks postoperatively and he dislocated his right hip prosthesis. He underwent a closed reduction at that time doing extremely well. He was back to normal activites and off his pain medication. He then was moving some wires behind his tv yesterday, and he felt pop in his hip. The hip was clearly dislocated posterior and superior. This was treated with closed reduction. There were no complications. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis root cause determination using rmw: - failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to inadequate taper connection design leads to dissociation of the ceramic head (taper connection not able to resist the impaction force) not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to inadequate head design leads to impingement; limited range of motion not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - failure of connection between stem and ball head, dislocation, dissociation, implant breakage due to insufficient connection strength between head and stem due to insufficient material properties and/or design not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - failure of connection between stem and ball head, postoperative tissue reaction, metalosis, dislocation, dissociation, aseptic loosening of stem, osteolysis due to insufficient connection strength / micromotion leading to wear in taper connection between stem and head not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem, osteolysis due to pe, ceramic or metal particle release from articulation (head and inlay) or taper (head and stem) connection due to wear => possible, the device was not returned for material analaysis. Therefore this point cannot be excluded. - dislocation, subluxation, leg length discrepancy, aseptic loosening of components due to selection of wrong components (e.g. Wrong size of head diameter and/or offset) not possible -> the investigation did not show any evidence for wrong components used. - dislocation, subluxation, abrasive wear, leg length discrepancy, impingement, limited range of motion due to soft tissue laxity not possible -> the investigation showed that patient not adhered to rehab protocol. No evidence in the documents regarding soft tissue laxity. - failure of connection between stem and ball head, abrasive wear, fretting corrosion, dislocation, dissociation due to explanted ceramic head is reused with the same or new femoral stem => possible, it could be the case that the ceramic head was re-used and lead to dislocation. - failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of head, leg length discrepancy due to off label use; wrong combination of components used; combination with competitor products not possible -> no signs for off label use. - dislocation, subluxation, aseptic loosening due to inappropriate information on packaging label or not legible packaging label leads to incorrect use of implant not possible -> no information provided which shows a wrong information. - failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of head due to laser marking not readable in normal lighting conditions leads to use of wrong head not possible -> the investigation showed that patient not adhered to rehab protocol. No evidence for a failure of connection between stem and ball head. - implant breakage, dislocation due to inappropriate advice by surgeon to inform patient on postoperative activities and limits. => possible, it could be the case that the surgeon gave wrong or incorrect information to the patient after the surgery. Patient not adhered to rehab protocol. Conclusion summary it was reported that a patient was implanted with a zimmer biolox delta head on july 18, 2017 and experienced a second dislocation on november 07, 2017. The devices were not sent back for evaluation. Therefore, the condition of the component is unknown. Several medical records were received. Provided medical records indicate patient was somewhat noncompliant initially and patient was encouraged to continue with his posterior hip precautions and back off his activities.he dislocated his hip within 6 weeks aug 30, 2017 and underwent closed reduction. After this event within 11 weeks again patient reportedly moving some wires behind his tv yesterday and he flexed down and dislocated his hip. The act of flexing down indicates patient is bending more than recommended/ precautionary range of motion. For example just the motions to move wires on the ground requires the patient to bend beyond the 90 degree range of motion at the hip. The twisting motion with this activity from foot positioning can also contribute to the hip dislocating. These factors show that the patient had exceeded the expectation of the replacement hip stability within 11 weeks post operatively. Root cause identified for the reported event is due to patient not adhered to rehab protocol. Zimmer biomet considers this case as closed. Zimmer biomet reference number is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Note: this is a split case with zimmer inc. Warsaw split case is reported in (B)(4). First dislocation is reported in (B)(4).

Event description:
It was reported that a patient was implanted with a biolox delta, ceramic femoral head, m, 36/0, taper 12/14 on (B)(6) 2017 and patient experienced a second dislocation on (B)(6) 2017. It was also reported that the patient underwent closed reduction.